Manufacturer narrative:
We have now completed our investigation into the reported complaint. The returned pump was passed to our pico experts so a thorough technical analysis could be carried out to help to identify if there were any problems with the pump and/or what could have caused the reason for the complaint. Our pico experts have provided a report of the analysis undertaken, this confirmed that the device was tested prior to being disassembled for assessment. The device performed as expected without issue. The pump monitors the level of air leaks into the dressing. If there is an air leak anywhere in the dressing, the pump will make several attempts to regain negative pressure (vacuum) over a period of time (this could result in a louder than normal buzzing with ok light still flashing). If it deems that the leak is too high (i.e. It will have to work too hard to maintain the vacuum), it pauses therapy and indicates the leak to the user so that it can be rectified. Prior to distribution, all pico pumps undergo full functionality testing to an agreed specification. This ensures that all pumps are working correctly before being shipped to our customers; any failures identified are segregated for investigation. As no issues or errors were detected with the pump, we could not confirm the failure mode and subsequently identify a root cause. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during treatment it was found that the device presented a constant vibration, and the pump stopped. There was no harm to patient and a backup device was delivered the next day of the pumping stopped. The product will be returned for investigation.